Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 70 mg/dl. Low bg cause was not known. The customer received third party assistance from their mother who caught the customer when they passed out before they fell on the floor. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.